Manufacturer narrative:
Evaluation unknown as investigation still in progress.

Event description:
An (B)(6) male patient treated for a 5.9 cm aortic aneurysm. The proximal neck had an inverted funnel shape with no plaque/thrombus. The patient received both a proximal and distal fenestrated main-body device, two iliac legs, and two covered renal stents. There were no difficulties deploying any of the devices. No other devices were placed and no other procedures were performed. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, or thrombus. A type iii endoleak was noted between the proximal fenestrated device and the covered renal stent. No information has been received since the index procedure.